Event description:
Please see user facility medwatch attached to this report.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: follow up received from customer: did clips fall off of vessel or duct after having been applied to tissue? Yes. Was there any bleeding that occurred? No. If so, please quantify amount of bleeding. Were any blood products given? No. Was there any leak from duct? No. Was there any change to procedure or post-op patient care? No. How was case completed (for example, was another device of same product code used)? Another device was used.